Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump recorded "ghost bolus" deliveries of 0 units of insulin. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump black box data revealed normal bolus deliveries and 0 unit boluses were programmed and delivered from the pump. During testing, the pump was exercised for three days on a 24 hour program with no unprogrammed bolus deliveries recorded in the pump history. The complaint of unprogrammed 0 unit bolus deliveries was not duplicated. All of the keypad buttons functioned appropriately. The keypad cover was removed, and no contamination was found under any button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.